Event description:
It was reported that on literature review the clinical effectiveness and safety of low -temperature plasma radiofrequency ablation of micro -supported laryngoscope in the treatment of early glottic laryngeal carcin, 1 patient had a lung infection after a microsupported laryngoscope cryogenic plasma radiofrequency ablation procedure using a procise coblator wand. It is unknown how was the event treated/resolved. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: hu yajuan, xu hao, dong hongjun, qian yunfeng, & wang yaohua. (2021). To investigate the clinical efficacy and safety of microsupported laryngoscope cryogenic plasma radiofrequency ablation in the treatment of early glottic laryngeal cancer. Systemic medicine.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.